Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (15 mg/ml at 1 mg/day) via an implantable infusion pump. It was reported that sometime in (B)(6) 2018 a motor stall occurred and the pump alarmed. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced and the issue was noted to be resolved. The patient was alive with no injury. Nofurther complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.